Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, the needle did not capture the suture on all three proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Visual inspection was performed on the returned device. The plunger, link, suture, posterior needle tip and cuffs were not returned; therefore, the reported needle to cuff miss could not be tested/confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.